Event description:
The physician was conducting a colonoscopy on a patient who was taking plavix. A cook instinct endoscopic hemoclip was placed in the cecum for prophylactic purposes. Two days later, the patient was scoped again and the clip was not on the clipping site. The physician was concerned that these clips were not staying on as long as they should. A clip made by another company was used to reclip the site. A section of the device did not remain inside the patient's body. Other than reclipping of the site, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.